Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 344 mg/dl. It was stated that the customer was not feeling well for a couple of days. Troubleshooting was performed. Reviewed the programming, and found that the bolus and basal do not match the history. The customer's recent glucose reading was 85 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.